Event description:
It was reported that the patient underwent a surgery to remove the tactra malleable device and replace with an inflatable penile prosthesis (ipp) due to unspecified reasons. No patient complications were reported in relation to this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Event date not provided. Therefore, 12/01/2024 was used as the approximate event date.